Manufacturer narrative:
A promus element plus,mr,ous 2.25x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts from proximal to mid stent region lifted, pulled and bunched distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 04-dec-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located on the severely tortuous distal right coronary artery. A 2.25x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to severe tortuousity. The device was removed. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.